Event description:
Reporter indicated that the pt's ncp system was explanted due to infection. Both pulse generator and entire lead (including electrodes) were explanted. Subsequent to the explant, the pt was diagnosed with vocal cord paralysis. Neurosurgeon indicated that the vocal cord paralysis may have been due to the explant surgery. Further follow-up revealed that the pt's voice is improving. It was also reported that the pt received good efficacy with vns therapy and plans are to re-implant a new system.